Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump after providing the necessary information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears. The caller understood and acknowledged the guidance provided.